Manufacturer narrative:
Awaiting return of product to conduct quality investigation.

Event description:
Meter read hi, son given insulin and had seizure. Strips and control were expired. Emt tested and got 141. Mother tested again with new lot of strips and got 91.